Manufacturer narrative:
The analysis results found that the sdh25 device arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that after firing the device, the doctor found the anastomosis stoma leakage and some staples were malformed. Then changed another one to complete the or. There was no reported adverse patient consequence.